Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient who was implanted with a trialing system. It was reported that the after being implanted with the trial system the patient starting developing left torso body numbness, the physician then pulled both trial leads. After the patient started to have a headache, nausea and neck pain. The patient went to the ER, but was later sent home. The patient took some pain medication and the headache improved bit still had head pressure and neck pain. The patient was admitted to the hospital for a possible blood patch. No further complications were reported as a result of this event.

Event description:
Additional information was received from the rep. It was reported that no diagnostic tests were done. No blood patch done. The patient was sent home from the hospital to rest and stay hydrated. No other information was received. No patient symptoms or complications were reported in this event.